Manufacturer narrative:
(B)(4). The customer returned one used spring-wire guide assembly for evaluation. The introducer needle was not returned. The j-tip of the s pring-wire guide was observed to be slightly straightened. One kink and one coil offset were also found. Both distal and proximal welds were full and spherical. The length and the outer diameter of the spring-wire guide were measured and found to be within specification. The kink was measured to be 451mm from the proximal end of the spring-wire guide. The coil offset was measured to be 586mm from the proximal end of the spring-wire guide. A manual tug test was performed on the distal and proximal welds. Both welds were found to be intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product provides suggested techniques and guidelines for the use of the product. The customer reported issue of resistance between the spring-wire guide and the introducer needle leading to kinking was confirmed during the sample investigation. The spring-wire guide was found to have one kink 45.1cm from the proximal end of the spring-wire guide. The probable cause of this issue could not be determined as the introducer needle was not returned for evaluation. A DHR review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire was bent, so that the needle could not enter.the md used another device and the procedure was finished without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire was bent, so that the needle could not enter. The md used another device and the procedure was finished without issue.